Event description:
The account reported the bed will not place a nurse call. The bed was located in general med surge at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account if the nurse call was off and he stated that it was. Hill-rom technical support provided the procedure for enabling the nurse call. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made to contact the account regarding a resolution with no feedback from the account. Based on this information, no further action is required.